Event description:
The catheter was placed via the movable suture wing. The movable suture wing was placed on the catheter and stitched into place. However, the catheter was not secured at the standard suture wing site. Some time afer placement, the catheter slipped out of the movable suture wing and the pt. There was no negative pt outcome from this event. The institution indicated this has occurred three times in the past; however, no add'l info is available.